Event description:
Boston scientific crm received information that this left ventricular (lv) transvenous lead was exhibiting high out of range pacing impedance measurements greater than 2000 ohms. The patient planned to be brought into the clinic for further evaluation. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local sales representative indicated the patient is being referred to an electrophysiologist to evaluate the lead. No additional information is available at this time. If additional information becomes available, the event will be updated.